Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated the evening prior, blood glucose was 212 mg/dl and was down to 79 mg/dl a few hours later. Another day, blood glucose went down to 40 mg/dl which was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode feature. The customer will get in contact with their healthcare provider regarding low reading. The insulin pump will not be returned for analysis.